Manufacturer narrative:
Our quality engineer inspected the representative sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a brown embedded foreign matter on the syringe barrel near the scale marking 0.1 and 0.5 ml. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The 1ml syringe part is purchased from bd canaan. Bd canaan was notified of this complaint for investigation. Potential root cause for the foreign matter embedded defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll w/ndl eclipse 25x5/8 rb had foreign matter there is contamination inside the syringe.

Manufacturer narrative:
Our quality engineer inspected the 2 representative samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed a brown embedded foreign matter on the syringe barrel near the scale marking 0.1 and 0.5 ml. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The 1ml syringe part is purchased from bd canaan. Bd canaan was notified of this complaint for investigation. Potential root cause for the foreign matter embedded defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer.